Event description:
It was reported that a cardiac tamponade due to a lead perforation was observed. The cardiac tamponade was resolved. However, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead tip stiffiness was found within specification.